Event description:
Olympus was informed that during preparation for use for an unspecifed procedure the video telescope showed a varying purple/green image. No further information was provided but there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device has already been returned to olympus. However, since the evaluation/investigation is still ongoing, the exact cause of the user's experience and the reported phenomenon has not been determined yet. This report will be updated if additional significant information becomes available or once the evaluation/investigation has been completed.

Manufacturer narrative:
Corrected data: d9 - date returned to manufacturer. Device evaluation: the suspect medical device was returned to the olympus service center in hamburg, germany for evaluation/investigation. The evaluation/investigation at the service center confirmed the occurrence of the reported green and purple image and traced it back to a defective r-unit. Thus, the reported incident was attributed to component failure. The service center also found the fiber composite of the optical fibers to be damaged, the cover glass cracked, and detected a cut in the grey protective hose. These issues were most likely caused by improper handling and can thus be attributed to user error. However, they are not directly related to the reported image problem. A manufacturing and quality control review was performed for the affected serial number of the video telescope without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation result.